Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using the same cartridge for 6 days. Tandem technical support informed customer that cartridges and infusion sets were labeled for 2 days of use with novolog insulin and trusteel infusion sets. System check was performed with tandem technical support and no issues were identified. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 341 mg/dl at time of event.